Event description:
Information received indicates the head section is drifting down when any weight is applied.

Manufacturer narrative:
The technician replaced the head drive motor to repair the bed.